Manufacturer narrative:
The scope was not returned for investigation, and manufacturing records confirmed it passed the final qa/qc check. Video review identified no use errors or system malfunctions. The lesion was located very close to the fissure line, an inherently high-risk area for pneumothorax. Live fluoroscopy was used during sampling, and the tool did not exceed augmented fluoroscopy (af) boundaries. The physician did not attribute the pneumothorax to the galaxy system and stated it was most likely caused by the biopsy tool. Video findings support this assessment, as the lesion's fissure-adjacent location increased procedural risk and the pneumothorax occurred immediately after the second needle pass.

Event description:
During a galaxy-assisted biopsy procedure, a pneumothorax was identified on fluoroscopy immediately after the second needle pass. The procedure was stopped, the galaxy scope was withdrawn, and a chest tube was inserted. The patient remained stable throughout management and the case was completed after the second biopsy. The patient was transferred to pacu, admitted for observation, and later discharged in good condition. The patient's medical history includes breast cancer status post-chemotherapy, emphysema, copd, active smoking, and hypertension. No malfunctions were reported. Attempts to gather additional patient demographics were unsuccessful.